Event description:
Dealer stated the batteries are no longer holding a charge and failed the load test. Dealer stated there were no injuries nor any issues of abandonment associated with the incident. Dealer states the end user resides in a nursing facility.